Event description:
A (B)(6) male pt's daughter contacted zoll to report that the pt's monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As rec'd, the monitor would not power on. Upon investigation, there was corrosion on the j2008 connector on the auxiliary board. The cause of the inability to power on is a shorted +5v power supply. The cause of the shorted power supply is the corroded j2008 connector. The root cause of the corrosion cannot be positively identified but is likely liquid ingress. No adverse event resulted from the defective monitor. The pt received a replacement monitor.